Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, the patient's right ventricular lead exhibited increased capture thresholds. The patient's right ventricular lead was capped and replaced on (B)(6) 2024. The patient was stable.